Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, blood glucose (bg) level was 550 mg/dl. The customer administered manual injection to resolve elevated bg and reverted to an alternate method of insulin therapy.